Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 266 mg/dl. The customer¿s reported blood glucose level was 88 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced nausea, cramping and chest pains due to high blood glucose level. The customer declined troubleshooting for high blood glucose level and high pressure test. The insulin pump will not be returned for analysis.